Manufacturer narrative:
The data acquisition (da) printed circuit board assembly (pcba) was returned for failure analysis. No anomalies were observed during visual inspection. The da pcba was installed into the failure investigation test ventilator. Failure investigation could not replicate the problem; no fault was found.

Manufacturer narrative:
Submission date: 25sep2021.

Event description:
The customer reported that a ventilator displayed a check vent barometer sensor range error during clinical use. The customer reported that the issue was discovered during clinical use. There was no adverse impact to the patients reported. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The customer confirmed the occurrence of the reported issue via the event log. The fse replaced the data acquisition (da) printed circuit board assembly (pcba). The system meets the specification for the performed service and is returned to use. No other anomalies were reported.